Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer attempted to self-treat by consuming carbohydrates, however; received assistance from their nurse who provided juice and crackers to address bg level. Reportedly, tandem technical support assisted customer in making settings adjustments to better fit their needs.